Event description:
It was reported that the patient was unable to adjust stimulation. For the previous month a power on reset (por) screen was coming up and the patient was unable to clear it. In addition, the patient programmer (pp) displayed the call your doctor icon. The antenna was unplugged which cleared the por and the patient was then feeling stimulation. It was later reported that the stimulation turned back off after twenty minutes. The next day the patient reports still seeing an informational por screen with an elective replacement indicator (eri) message displayed when attempting to clear the por. The patient noted that they first saw an eri message in (B)(6) 2014. A longevity calculation to estimate the current implantable neurostimulator¿s (ins) battery life was performed by the manufacturer representative (rep) in the clinic (calculations based on: 2ca 2an, 45hz, 360us, 4.5v, 24/7, 196 ohms = 8 months). Electrode impedances were in the normal range; pairs with #0 were between 618 to 794 ohms. The ins was reportedly set at 2.5v; the rep reviewed that an eri occurs at 2.6v and that the remaining battery life could have less than 6 weeks. The patient thought that the ins would last two years. The patient notes that the stimulation, which was set on the continuous mode, was intermittent and was shutting off. When they arrived at the clinic, stimulation was off and after turning it back on, the patient was feeling stimulation again. It was unclear if the patient was getting intermittent stimulation or positional stimulation when the device was turned on. Information later obtained from the rep indicated that the patient was in the process of getting approval for a new device and that the battery was almost 100% depleted and another source mentioned that the ins was dead. Whereas, information later obtained from the patient indicated that there were no concerns with the device or therapy. There was no further information available; if additional information is received a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3 778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).